Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The patient underwent a successful shoulder repair on (B)(6) 2010 with the use of 4 helix anchors for fixation. At this procedure, there was a reportable issue over an expressew needle; tip breakage, un-retrieved device fragment; see MDR 1221934-2010-00247. However, the patient presented at some point post-operatively with "oozing" fluid at the wound site. On (B)(6) 2010, the patient returned to the surgery center for an irrigation and debridement procedure, at which time the surgeon also removed the original 4 helix fixation devices. There is indication here that there was no re-fixation at this procedure, just device removal. The patient was scheduled and returned to the center on (B)(6) 2010, for shoulder repair. This is all that is known at this time; however, there are questions out for further detail and clarity. Also see associated mdrs 1221934-2011-00057, 1221934-2011-00058 and 1221934-2011-00059.